Manufacturer narrative:
(B) (4): evaluation results: (other): a lens work order search was performed and no similar complaint was found within the same work order. (B) (4).

Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single plate lens. The surgeon noticed the lens was damaged while advancing lens in the injector. Lens was not inserted into the eye, but the tip of the cartridge did touch the pt's eye. There was no pt injury. Backup lens was implanted.